Manufacturer narrative:
The investigation was reopened (as the product complaint coding was re-evaluated) the investigation was reclosed and the results are being republished accordingly. Investigation summary. The device was not returned; therefore, evaluation and analysis could not be performed. A device history record review was conducted and confirmed the pump passed all post sterile inspection checks. The cause(s) of the reported arrhythmia could not be determined due to insufficient clinical information. H6 component coding and investigation type, findings and conclusion coding have been updated based on the completed investigation.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella 5.5 experienced ventricular tachycardia. The patient was defibrillated and treated with anti-arrhythmia drip. The patient was in stable condition.

Manufacturer narrative:
Additional information received. B2 updated to death, however date of death and date of explant were not reported. B5 updated with patient outcome, h1, and h6 updated based on patient outcome.

Event description:
The pump is not available for return. Patient has passed. The patient was originally admitted with this issue so the pump was not thought be the culprit according to care team.

Manufacturer narrative:
Updated information: d6b explant date added. H6 component code g04105 updated to g07003. The investigation for the arrhythmia has been completed. The root cause of the injury was unable to be determined due to insufficient clinical details.

Manufacturer narrative:
D1. Brand name corrected. D4. Catalog and serial corrected.